Event description:
Customer reported the insulin pump alarmed failed battery test. Customer's blood glucose level was 63 mg/dl. Customer treated and his blood glucose is at 110 mg/dl or 120 mg/dl. Alarm and possible causes were explained to the customer. Explained energizer batteries are most effective and that batteries should be stored in room temperature. Customer was educated on battery cap issues. Customer requested a replacement device since it is a recurring issue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.